Event description:
It was found through medical records that the patient had debridement on (B)(6), 2009. No implants were removed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-402, triathlon ps fem component, cemented, lot code: wyxm; cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: zkky; cat. No.: 5550-g-319, triathlon symmetric x3 patella, lot code: 865n. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
An event regarding superficial infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: not performed as insufficient information was received. Further information such as clinical history from 2009 forward and the 2013 revision operative report are needed to create a meaningful dictation. -device history review: there have been no reported discrepancies for lot referenced. -complaint history review: there have been no similar previous events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as results of bloodwork for infection along with patient medical records were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was found through medical records that the patient had debridement on (B)(6) 2009. No implants were removed.